Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening assessed, as a surgical impact opening the shell thickness within specification. A piece of the shell was missing.

Event description:
Patient reported, a left side rupture. Confirmed via MRI. And later, confirmed by a healthcare professional. The device has been explanted.

Event description:
Patient reported a left side rupture confirmed via MRI and later confirmed by a healthcare professional the device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23feb2024.

Event description:
Patient reported a left side rupture confirmed via MRI and later confirmed by a healthcare professional the device has been explanted.